Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic chest anastomosis surgical procedure, there was an error 252 and the system stopped responding when moving the patient side cart (psc). The surgeon also lost vision when they started to move the psc away from the operating room (or) table. The technical support engineer (tse) reviewed system logs and found error 23 pointing to a blue fiber cable (bfc) communication problem. The tse requested the customer to check the bfc connections at the vision side cart( vsc). The customer stated that one was not fixed properly and she could pull it out easily. After pushing it in and hearing the click, it was seated ok. The tse then had the customer check the bfc connection at the psc as well and they stated it was easy to pull it out (there was no need to twist the handle but simply pull at the blue cable). Tse requested the customer to check if another bfc has the same problem and they used a bfc from the simulator and stated it was only possible to remove this by twisting the blue handle. The tse advised the customer to replace the bfc that connects the vsc and psc. Customer will check this with the internal technical service department. The customer also stated that prior to moving the psc, she had put the power cable and bfc from the psc over her shoulder. Customer also put the psc in manual drive mode to move the psc before calling the tse. Troubleshooting took a bit longer than normal because the customer forgot to switch off the system prior to removing the bfc from the psc, therefore tse had the customer perform hard power cycle, perform an emergency power off (epo), and check the other bfc connections at the same time. All of these connections were good. After this action, the system started normally. The surgery started with the da vinci system, but was aborted due to patient/anatomical reasons. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the right eye of the console was not working. So the console was restarted . After the restart the console worked for a while. During the procedure, the eye stopped working a few times. At the end when trying to remove the robot, an error occurred, and the site could not fix it. So they reached out to technical support. The procedure was not aborted because of the error with the system and the patient did not experience any post-operative complications. The procedure was aborted because of the illness of the patient. It had nothing to do with da vinci.

Manufacturer narrative:
The technical support engineer (tse) had the customer perform hard power cycle, emergency power off (epo) and check the blue fiber cable (bfc) connections to resolve the issue. No site visit was conducted. The system was working properly and no additional action was required. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: during a da vinci-assisted esophagectomy transthoracic chest anastomosis surgical procedure, the procedure was aborted due to unspecified anatomical reasons/ patient condition. The site stated that the procedure being aborted was not due to a system, instrument or accessory malfunction. The site declined to provide further information about the cause of the procedure being aborted.